Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8,d9,h2,h3, h6, h11 the device was returned to olympus for inspection, and the reported failure not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in the nozzle, distal end, and plastic distal end cover. The legal manufacture reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported malfunction could not be determined. The most probable cause of the additional malfunction cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported the gastrointestinal videoscope had a flickering phenomenon that occurred on the endoscope image. The issue was found during an unspecified diagnostic procedure and completed with same device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.